Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was observed on the right ventricular (rv) and right atrial (ra) leads. The issue will be resolve by revising the leads. The patient experienced no consequences. Related to manufacturer report number: 2017865-2018-18521.

Event description:
Additional information received indicated the physician will monitor the patient at follow-up and not revise the leads at the patient's request. Related to manufacturer report number: 2017865-2018-18521.